Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. Around 15 pm the transmitter and sensor started working after the warmup time, the cgm reading was 3.1 mmol/l. Therefore, the patient self-treated with dextrose, ate a sandwich and drank soda. At around 19 pm the cgm reading was still low value (no specific value reported at that time). The patient took a blood glucose reading which was "hi" (high; this means higher than 33.0 mmol/l). There were no specific symptoms reported during the event, around 19 pm the patient was feeling that she was going to faint (not lost consciousness at all). There were no ketone levels measured. The neighbor called the ambulance, and the paramedics treated the patient with IV insulin. It was reported that when the paramedics arrived the patient ¿smelled like acetone.¿ after the treatment, the patient recovered, and the bg values went back to normal. The patient was not taken to the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.